Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-13421. The pt has two leads from different lot numbers, reporting on both leads. It was reported the pt wasn't receiving any stimulation coverage in her back where the majority of her pain was located. It was noted the pt was concerned her leads may have migrated and wanted x-rays to be taken of her leads. The pt met with her physician and x-rays confirmed her leads had not migrated. Diagnostic testing also confirmed her scs system was functioning properly. The pt is not satisfied with the stimulation coverage she is receiving. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.